Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings. The customer went to bed with a sensor reading of 140 mg/dl, and woke up feeling sick with blood glucose at 20 mg/dl. Later, the customer checked and found the blood glucose reading was 62 mg/dl when the sensor reading was 135 mg/dl. Slight bends were noted at the tips of the cannula previously, but not often. The customer was advised on how to improve sensor accuracy. The customer declined troubleshooting for low blood glucose and stated it was due to excessive sweating.